Event description:
It was reported by the account that during an unk procedure, the device did not work. There is no additional information available, unk how the case was completed. There was no patient consequence. One device is being returned.

Manufacturer narrative:
Analysis summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.